Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) sparked and stopped working. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up and obtained the following additional information: no damage to the instrument was noted after the event. The arc originated at the distal tip of the mcs. There was a grounding pad in use, placed on the patient¿s thigh. The grounding pad did not appear to have any issues. The tip cover appeared to be properly installed. No part of the orange surface was visible after tip cover installation. The tip cover was not installed beyond the orange surface. The installation tool was used. No electrolube or other lubricant was applied to the mcs prior to tip cover installation. There was no damage noted to the tip cover. The instrument was used for a few minutes prior to the arcing event. A maryland bipolar forceps and a prograsp forceps were also in use when the arcing occurred. The instrument tips did not collide with any other instrument or tool during the procedure. The instrument tips were not in contact with tissue when the arcing occurred. The instrument tips did not touch staples, clips or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.